Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. On (B)(6) 2020, follow up demonstrated that the right limb of the endograft demonstrated a severe kink with a significant stenosis. According to the site, there was progression of disease as the vessel was calcified and mildly ectatic. On (B)(6) 2020, a right common to external iliac stent graft balloon expandable covered stent was placed inside the previously implanted device to treat the kink. The kink was resolved and the patient tolerated the procedure.